Event description:
It was reported that during a lobectomy procedure, the staples on the pt's side were checked after the second firing. There were some malformed staples that were found. Additional suture was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that one sc60 device was returned with no visual non-conformances and with two fully fired reloads present. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.